Event description:
Noted faulty connections to the bridge connecting the pa, cvp & arterial lines. The following statements were made by the care providers who used the kit. (1) "there was difficulty keeping the luer-locks tight, the connections were coming loose. This created a great deal of air bubles in the system. This could result in a situation, in which one the connections could have come loose & unknowingly bleed the pt out. (2) "the air/zero piece threads would "strip" after only 3-4 uses (1/4 turn) making the systems, "a system that could introduce air into the pt." (3) "the plastic connections cracked easily creating inaccurate readings." MFR's rep was notified twice of discrepencies.